Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) was set according to the procedure, but when it was deployed to the aorta, the metal part got stuck and the proximal seal did not come out. No delamination/cracking of the seal prior to or during placement was observed. Seal remaining outside the distal upper portion of the delivery tube did not appear to extend wider than the diameter of the tube. Not a lot of blood lost. After that, a new device was put out, and the operation was completed without problems, and there were no problems with the patient. No delay.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h6, h10, h11 corrected section: h6- health effect ¿ impact codes (3) code "4632" removed the lot #3000261925 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.